Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was 280 mg/dl. Reportedly, the customer reverted to insulin pen injections for alternate insulin therapy.